Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont medical technologies (UK office) for evaluation. The device will give an over-temperature alarm and pressure alarm to alert the user of the condition of the device with instructions to resolve. Infusion can be continued through other means if needed. It was reported the patient expired, however the device did not cause or contribute to the death. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The user will lose the ability to infuse the patient during the event. A 102 alarm is generated to alert the user of the condition of the device. The operator manual states the following: "check disposable set and flow path for occlusions. Make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing. Make sure bag clamps are open and flow is unimpeded. Make sure that the filter is not clogged. Add more fluid, if fluid out. Clamp off the bag spikes and patient line and remove disposable. Power off and restart system with a new disposable. Service machine if the problem persists." A message appears on the screen to discard the disposable and blood and to restart the system with a new disposable. Infusion of the patient can be continued by other means if the error persists. Evaluation: the device was evaluated by a belmont service technician. It was found that none of the reported errors could be reproduced after extensive testing and burn-in over several days. Possible causes of an over temperature error include the fluid supply over the temperature limit, dirty wet or blocked temperature probes, and restricted flow or output fluid. Possible causes of a high-pressure alarm include, a blocked patient line, block recirculate line, infusion site not placed well, catheter bore size too small, and pressure limit setting too low. To ensure that this unit performs according to our specifications, it was operated at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. The device history was reviewed, and no other issues were identified. No device malfunction could be verified, and the root cause could not be determined. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Event description:
The user facility reported over temperature and possible pressure errors during use of surgery case. The patient involved in the incident passed due to cardiac arrest but belmont is not being noted as contributing to the patient death.